Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) notification, and the patient presented to the emergency room as the s-ICD was emitting tones. The s-ICD was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.